Event description:
It was reported by a customer in the USA that an 840 ventilator experienced an upper blank screen. Although requested it is unknown if there was patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).